Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. There were no errors found in the system logs pointing to the e-100. Unit passed visual inspection.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi has received the generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure the vessel sealer instrument was not recognized. The customer has already reached out to the field service engineer (fse) and uploaded error logs and noted a single 4000000e error reported by the e100 generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically using the vessel sealer in the main generator. The service engineer swapped out generators. System functionality was checked upon powering on the system. The system initially powered on without errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause was attributed to an unproperly programmed e-100 generator during a previous service performed to the system.